Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the device found no issues that would cause the cannula to dislodge. The cause of the reported dislodged cannula could not be conclusively determined. The soft cannula was observed to be kinked, flattened, and stretched. It is unknown how or when this damage to the soft cannula occurred. No timeouts or drive stalls were seen in the device data. The damage did not affect the ability of fluid to flow through the fluid path during operation. Cracks were observed in the top housing. It is unknown how or when these cracks occurred. No corrosion or evidence of fluid entering through these cracks was observed. The cracks did not affect the device during operation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. The cannula was also found to be bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 369 mg/dl while wearing the pod for more than 48 hours. The cannula looked like it was coming out of the skin. When removed from the infusion site (abdomen), the pod's cannula was found bent/kinked. As treatment, manual injections of insulin was delivered and a new pod was applied.